Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown.

Event description:
It was reported the surgeon used the aculoc2 plate and inserted the locking screw. During the procedure, the driver tip broke. The surgeon was unable to remove the broken driver tip piece, and therefore, it remains in the patient. This report is related to report number 3025141-2022-00199 for the screw involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. Part number 80-0728 "1.5mm hex driver tip, locking groove" was returned for evaluation, and the batch/lot number was determined to be 377766. A portion of this driver was not returned, and the screw involved in this event was not returned. The evaluation performed was for the returned portion of the item. The returned part was examined with magnification which revealed: [broken tip] this driver had a broken hex drive tip, with the driver terminating in a jagged, oblique fracture plane. The remaining portion of the hex drive tip was slightly bent and had lightly twisted splines. [Fracture plane] the fracture plane was slightly cupped with a lightly textured surface; there were no notable signs of necking or ductility. The fracture plane was oblique to the axis of the device (i.e. Not parallel with the plane in which torque would normally be exerted on the driver). [Discoloration/debris] a layer of semi-transparent orange-red discoloration/debris was present on the fracture plane. Stringy debris, potentially metal, was present at the jagged ridge of the fracture plane. The device measured at 2.6975 inches, and the estimated length of the missing portion was 0.0525. The observed mild bending of the hex drive feature with oblique fracture plane in combination with observed mild twisting of the hex drive splines may indicate a torsional brittle failure mode with additional off-axis loading. Brittle failure modes may result from overloading/overtorquing; however, due to unknown procedural conditions, the root cause could not be determined.